Event description:
The pt's electrode array has reportedly extruded through the skin. The pt was hospitalized to treat the developed infection. The pt was started on IV antibiotics (type unk). The pt was discharged home with 3 weeks IV antibiotics drip (type unk). Advanced bionics is in the process of gathering add'l info. When more info becomes available, a f/u report will be sent.